Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date of event is unknown; event occurred sometime in 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, in the sterile processing department (spd), the distal threads of driving cap was found to be broken. There was no patient involvement. This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, in the sterile processing department (spd), the distal threads of driving cap was found to be broken. There was no patient involvement. This report is for a driving cap. This is report 1 of 1 for (B)(4).